Manufacturer narrative:
PMA: huntington's disease is not an approved indication for use. Most applicable product code and PMA were selected for the reported device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for huntington's disease. It was reported that the patient presented after the implant procedure with gait abnormalities and was unable to walk alone. This issue did not improve during hospitalization despite the physiotherapy care. The patient was transferred to a rehabilitation facility on (B)(6) 2019. The patient progressively improved but remained dependent for a bed to chair transfer, so they remain at the rehab facility at this time. There was no known cause of the symptoms. The issue was stated to may be due to stimulation, and that it may be due to other patient condition, which had a negative impact on the functional side, making re-education impossible for a few weeks. The physicians noted being able to recover the previous functional level and a significant gain is noted on the balance plan. Walking is possible between parallel bars, although there were still difficulties with thin grips, which are reinforced with the tiredness, making mealtime intake impossible alone at the end of the day. At noon, the patient was reportedly sometimes able to eat by himself. Choreal movements are less significant according to the patient's family, and help was still needed for the toilet and dressing from the bottom. It was noted "concerning swallowing: hatched texture + hydratation with still water." No pulmonary aspiration happened. Tests for more complex textures have been tried but the patient was reluctant to switch texture fearing pulmonary aspiration. There is still a dysarthria in regard to previous condition. Therapeutic permissions have taken place in the home of the patient, however, return home was not planned considering the expected progress. No further complications were reported or anticipated. Relevant concomitant medication included clanzapine, dafalgan, seriraline, levosonine, xatral, ofloxacine, fraxiparine, normacol.